Event description:
It was reported that the patient had generator and lead replacement on (B)(6) 2006. The lead was replaced due to high impedance which the surgeon assessed was consistent with lead malfunction. No x-rays were taken prior to surgery. No lead discontinuities were visualized during surgery, and it was unknown if the patient manipulated the device or experienced any type of trauma that may have caused or contributed to the event. Attempts for product return were performed. The explanted lead was not returned to the manufacturer. Therefore, analysis is unable to be performed. An article titled "long-term expectations of vagus nerve stimulation: a look at battery replacement and revision surgery" was reviewed. It is noted in the article that the patient's vns lead was revised due to lead malfunction. Lead malfunction was defined as abnormally high impedance during diagnostic evaluation of the vns. The etiology for this failure could not be radiographically or visually confirmed at the time of the operation the majority of the time. Attempts for additional relevant information including patient details were unsuccessful. This article also reports other events as previously mentioned in manufacturer report # 1644487-2015-05918.